Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The physician was unable to pass the catheter through the pt's anatomy. The physician attempted to place the catheter using a guidewire but was still unable to pass the catheter. The case was aborted and the pt's condition was listed as stable. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, which was completed in 2009, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Upon return and inspection of the catheter, a pinhole leak was discovered in the side of the anchoring balloon. The catheter placement issue could not be confirmed, however, not all pts can accept the catheter due to differences in anatomies.